Event description:
The manufacturer received information alleging that a screen became unresponsive on a ventilator device during use. There was no harm or injury reported. The device was evaluated, and the reported issue was not confirmed. Additionally, run in test, and calibrated, checked overall, cleaned and alarm tested after upgrading software the unit operated properly.